Event description:
The caller reported an alarm indicating insufficient insulin. Blood glucose levels did not exceed 500 mg/dl and remained within acceptable limits. Technical support reset the pump, and the customer planned to load a new cartridge and resume insulin delivery after the call.